Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was difficult to engage.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: through visual inspection of the sample, it was determined that the injector was non-functional. The rotation stops of the injector were broken, which affected the functionality of the product. Root cause description: a quality project was opened for this incident. After reviewing and testing several thousand samples, a definite defect could not be connected to the manufacturing process. Rationale: a corrective action and preventive action plan has recently been initiated to further assess this defect and the various potential causes associated with the connection process. Complaints received for this defect and device will be closely monitored by our quality team.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was difficult to engage.